Manufacturer narrative:
Only the stent was returned for investigation and subjected to a technical analysis. The product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The stent was returned on the transportation wire and located proximal to the protector cap. The stent is severely deformed over its entire length, i.e. The stent is flat and several struts are bent. The transportation wire has a strong kink in its center. The delivery system was not returned for analysis. Review of the product release documentation for the product detailed above verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations, no material or manufacturing related root cause was determined.

Event description:
An orsiro drug-eluting stent system was selected for treatment of a moderately calcified lesion (90 percent stenosis degree) in the moderately tortuous rca. During unpacking the stent dislodged from the balloon outside the patients body.